Event description:
The surgeon stated that he was inserting with forceps a three piece silicone lens model aq2010v as a piggyback lens to another lens and the surgeon had difficulty inserting the lens due to a surgical error. The surgeon reported that he made his initial incision larger than necessary in order to remove the first lens the pt had in their eye to replace it with this lens. The surgeon stated that this was due to a surgical error and no pt injury or prod malfunction.

Manufacturer narrative:
No complaint against the lens, labeled.